Manufacturer narrative:
The returned device was evaluated. Visual inspection revealed minor damage to the rear of the housing and two cover screws were missing. During evaluation the unit was able to power on, however, the ac power led illumination is intermittent when manipulating the ac power cord. It was found that the ac/dc power supply v-pin was broken away from the system board solder point, which results in intermittent connection and intermittent dc power loss from the device. The ac power entry module ground pin was also found broken away from the system board solder point.

Event description:
It was reported that the device has a bad power entry module. The power cord has to be moved to get a connection. The unit is able to engage in monitoring. No consequences or impact to patient.